Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: medical product - zimmer biomet 1.5mm flat lefort plate catalog #: 01-6480 lot #: unknown; zimmer biomet 1.5mm flat lefort plate catalog #: 01-6480 lot #: 335910. G2: foreign - japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2024-00039 and 0001032347-2024-00040.

Event description:
It was reported that the patient underwent surgery on an unknown date during which an osteotomy was performed. The osteotomy healed and during the planned removal of the implants, it was discovered that the plate fractured. There were no consequences or impact to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned plates. Both plates show signs of use including marking and scratching on the plate surface. The inspection also showed that both plates have fractured. The plates underwent fracture analysis. The plates were evaluated using optical microscopy and scanning electron microscopy. Both plates fracture surfaces show fatigue striations. The plate material was determined to be consistent with titanium. Medical records were not provided. Review of the device history records for lot# 335910 identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.